Manufacturer narrative:
Device evaluation: the device related to the reported event of capsular contracture, pain and inflammation/irritation was received on may 06, 2020 with lot number 2515104. Analysis of the returned device identified: white particles in the shell, creases fold, deformation device and weigh to the spec. Cloudy in the gel observed after autoclave cycle base on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
Physician reported left side capsular contracture, baker grade iii-IV, painful and swollen. The device was explanted and replaced with non-allergan device.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture baker grade iii-IV is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii-IV.

Event description:
Physician reported left side capsular contracture, baker grade iii-IV, painful and swollen. The device was explanted and replaced with non-allergan device.